Event description:
Customer reported that the device displays a battery depleted message when the battery is fully charged. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.